Manufacturer narrative:
It was reported that the patient underwent a revision surgery of the femoral component due to stiffness on the left knee. The associated legion oxinium femoral component, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Possible causes could include but not limited to size of device or alignement of implants. A clinical evaluation noted that it has been reported that the dvt, arthrofibrosis and stiffening and the infection has been resolved for this case. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient was hospitalized and underwent an unspecified noninvasive procedure due to stiffness on the left knee.